Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% in-stent restenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, on initial inflation at 12 atmospheres, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient was in good condition after the procedure.